Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump kept alarming and on the screen there was an insulin pump icon with a red x, an arrow pointing to an open book with a question mark. They received an open book image on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.